Manufacturer narrative:
There are two possible devices involved in the event as follows: prolift: catalog number: pfra01, lot number: 1380722, expiration date: 12/31/2006, manufacturer date: 01/13/2006, approximate age of device: 2 months. Tension free vaginal tape: catalog number: 810081, lot number: 1387061, expiration date: 12/31/2006, manufacturer date: 01/24/2006, approximate age of device: 2 months. In addition, a review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape /obturator.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent interstim 1 and interstim 2 on (B)(6) 2008 due to urgency and frequency. It was reported that the patient underwent cystourethroscopy with holmium laser lithotripsy of bladder calculi and resection of eroded mesh, removal of interstim ipgn wire on (B)(6) 2012 due to mesh erosion in the bladder with stone formation, nonfunctioning interstim. It was reported that the patient underwent excision of urethral mesh, urethral reconstruction, complex cystorrhaphy with excision of bladder mesh, placement of suprapubic tube, martius labial fat pad interposition graft on (B)(6) 2012 due to eroded mesh in both bladder and urethra. It was reported that the patient underwent laparoscopy, exploratory laparotomy with abdominal washout and ileocecal resection, ridged sigmoidoscopy on (B)(6) 2012 due to surgical abdomen, and perforated cecum with abdominal contamination. It was reported that the patient underwent exploration with abdominal washout, right hemicolectomy on (B)(6) 2012 due to open abdomen status post ileocectomy for perforated cecum. It was reported that the patient underwent abdominal hernia repair on (B)(6) 2013. There are two possible devices associated with this event. They are as follows: prolift - (B)(4) ¿ urinary problems. Tension free vaginal tape - (B)(4) ¿ urinary problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal surgeries due to mesh eroding into the bladder on (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and an obturator sling and pelvic floor mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.